Event description:
Additional information received from a manufacturer representative (rep) stated weight was requested but not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). The patient reported the walked through a (B)(6) theft detector and experienced shocking from the device. It was reported they had spoken with patient services and the issue was resolved at the time of the report. No further complications were reported or anticipated.